Event description:
Customer reported that her insulin pump malfunctioned, because it delivered the whole reservoir into her and she could have died. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion, occlusion, excessive no delivery alarm test.